Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and locked up. The customer needed to reboot the system to clear the errors and allow exposure. There was no patient injury or death reported.